Event description:
Customer called to report that the housing on her transformer was cracked, a portion of the housing cracked away and you can see wires and the prongs fall into the housing.

Manufacturer narrative:
A replacement power adapter was sent to the customer . In the follow up with the customer she stated that part of the plastic housing cracked and fell away and you can see the wires inside. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to further protect the transformers during shipping. This correction action applies to transformers with a date code greater than or equal to 3912. Complaint trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer. Replacement product or online ordering information.